Event description:
It was reported that the insulin pump had an error alarm. Troubleshooting was performed, and the insulin pump kept alarming. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. It was stated that the customer does not have the back up plan because they are out of town, and they will be going to the emergency room for a treatment. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.